Event description:
It was reported that the ceramic tip of the probe became detached from the probe during the surgery. The surgeon managed to retrieve the broken part.

Manufacturer narrative:
Additional info will be provided, once investigation has been completed.